Event description:
The recipient is reportedly experiencing electrode migration, tenderness, and non-auditory sensations. A CT scan revealed partially extra-cochlear electrodes. On (B)(6) 2022, the recipient was given a low grade steroid for inflammation. The recipient additional experienced pain when putting on and taking off batting helmet. On (B)(6) 2022, the recipient was given antibiotics for possible infection, however, no infection was observed during revision surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is taking prophylactic antibiotics twice daily for seven days post revision surgery. The recipient's device activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.